Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred at unspecified time with a unspecified bd pen needle. The following information was provided by the initial reporter, "some of the needles are faulty and block the flow of insulin. Is there any way to resolve that so that the needles can be used? These needles are prescribed by my doctor and not a free medical benefit and I would like to use all of them."